Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient death could not be conclusively determined through this investigation. The customer was unable to provide the information requested as they did not have access to the older patient records. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii lvas, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2008 under order. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to natural causes. An autopsy was not performed and the device was not explanted.